Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare field representative in taiwan reported that an rt330 optiflow tubing kit was leaking. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject rt330 optiflow tubing kit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility reported that the rt330 optiflow tubing kit was leaking near the chamber elbow. Visual inspection of the provided photograph was unable to confirm the reported issue. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 infant optiflow circuit states: - "do not use beyond 7 days maximum duration of use." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use an in-line nebulizer between the pressure relief valve manifold and the dry side of the humidification chamber." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "discard product if the pressure relief valve is damaged or damage is suspected."

Event description:
A healthcare facility in taiwan reported via a fisher & paykel (f&p) healthcare field representative, that an rt330 optiflow tubing kit was found leaking. There was no reported patient involvement.